Event description:
It was reported that the patient was experiencing severe pain and shocking sensation at the ipg site even if the device was turned off. It was also noted that the patient had difficulty communicating the ipg to the remote control. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Event date: exact date unknown, event occurred within the last week from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19411835 / 19411835; product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 19496752.

Event description:
It was reported that the patient was experiencing severe pain and shocking sensation at the ipg site even if the device was turned off. It was also noted that the patient had difficulty communicating the ipg to the remote control. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed and was in a hibernation state. The device was linked with a test remote control after being charged. Monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes, and no residual output was observed when the stimulation was turned off. The reset counts have been increased from 1 to 40 (timestamp 50680262) and remained unchanged. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and an electrical test. However, a labeling review found that the reported overstimulation, implant pain, undesired stimulation are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The probable cause was known inherent risk of device.